Event description:
The hosp reported that at the start of the bypass procedure, there was no oxygenation noted with the affinity hollow fiber oxygenator. The unit was changed out with no effect to the pt.